Manufacturer narrative:
No customer returns were available the complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Based on the investigation, it was determined that there is no deficiency with the architect total b-hcg reagent lot identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. No additional patient information is available.

Event description:
The customer stated that a positive architect total b-hcg result of 5572.75 miu/ml was generated for a patient sample (ID (B)(6)) on (B)(6) 2020. The result did not match ultrasound testing, so a new sample was collected on (B)(6) 2020. The new sample (ID (B)(4)) tested negative at <1.2 miu/ml. No adverse impact to patient management was reported.